Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempt to carry out an intervention using a spider fx embolic protection device, the filter of the basket detached. The device had not been deployed but was still in the sheath at the ostium of the svg. The procedure was carried out with the device. The device was prepped as per IFU with no issues noted. There was no injury to patient or clinical sequelae reported for this event.

Manufacturer narrative:
Device evaluation: per the initial reported event the filter basket detached before it was deployed. The basket detached within the sheath at the ostium of the svg. The device was prepped per instruction for use with no issues noted. The spiderfx embolic protection device was received for evaluation. No ancillary devices or cine images from the procedure were received. The spiderfx embolic protection device received for evaluation exhibited a separation of the spiderfx capture wire and the proximal end of the flex connector. The distal floppy tip assembly exhibited a bent shape. The distal end of the tapered spiderfx capture wire was examined: the region of the distal end did not exhibit any sign of kinking or torsional twisting. The instruction for use instructs the user to advance the spider fx delivery catheter to the targeted vessel anatomy, remove the primary wire used to deliver the delivery catheter to the targeted vessel anatomy, and then advance the spiderfx filter through the delivery catheter to the targeted vessel anatomy. Possible contributing factors such as: lesion morphology, vessel anatomy, ancillary device interaction and procedural technique could not be evaluated in this investigation.